Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: received at the final destination on 7/25/2019. H3, h4, h6: a review of the device history record. Device history lot. Part # 314.467. Synthes lot # h335282. Supplier lot # na. Release to warehouse date: 26 june 2017. Manufactured by synthes monument. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition h3, h6: investigation summary background: it was reported that on june 26, 2019 during a loan kit inspection, the tightening end of the t8 self-holding screwdriver shaft was worn out and twisted. Also, the notch area of the dynamic hip and condylar screw system (dhs/dcs) impactor was burred and gouged. There is no patient nor procedure involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the screwdriver shaft t8 self-hold (part # 314.467 lot # h335282) was returned and received at us cq. The stardrive tips show signs of wear, nicks were found on the tips. The stardrive tips also appear to be malformed/twisted. These two observed conditions are consistent with normal wear. The very distal tip of the device also appears to be bent, the driver face is no longer perpendicular to the shaft. The observed conditions are consistent with the reported complaint condition thus confirming the complaint. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage. Document/specification review: no issues were found with the design drawing. Manufacturing record evaluation: the screwdriver shaft t8 self-hold (part # 314.467 lot # h335282) was manufactured at synthes monument on 26-jun-2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint was confirmed for the screwdriver shaft t8 self-hold (part # 314.467 lot # h335282). The distal tip was observed to be bent and twisted, which would make this device inoperable. The observed twisted and nicked condition were likely caused by normal wear and use over its lifetime. Due to the nature of the bent condition, no definitive root cause could be determined, it likely experienced unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2019 during a loan kit inspection, the tightening end of the t8 self-holding screwdriver shaft was worn out and twisted. There is no patient nor procedure involvement. This report is for one (1) star drive screwdriver shaft t8 105 mm this is report 1 of 1 for (B)(4).